Event description:
The customer reported that the 840 ventilator stopped cycling. Covidien technical support engineer troubleshoot this issue with the customer over the phone. The customer was advised to replace the psol assembly. Covidien not authorized to service the device.